Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 returned to manufacturer date, h.3 device evaluate by manufacturer, h.6 component codes, device code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath distal tip torn radially and along the distal edge of liner. Sheath distal tip torn radially and along the distal edge of liner and sheath shaft scratches present near distal end of shaft. Imagery was provided from the site and revealed the following: minimal calcification present in the right side access vessel (access was achieved on the right side) and tortuosity is present near the aortic bifurcation. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''approach resistance was noted when advancing the delivery system out of the distal end of the sheath. Upon sheath removal a tear that is jagged and horizontal was identified at the distal tip''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. Additionally, there were scratches present on the distal end of the sheath shaft suggesting contact with calcification. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Furthermore, provided imagery shows the presence of access vessel calcification and tortuosity near the aortic bifurcation. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach resistance was noted when advancing the delivery system out of the distal end of the sheath. Upon sheath removal a tear that is jagged and horizontal was identified at the distal tip. There were no vascular complications noted at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device has not been returned.